Manufacturer narrative:
A ge service representative performed an onsite investigation. The system's firmware was reloaded and the system's circuit board and cable connections were evaluated and reseated. The 5 volt power supply was also adjusted to optimal setting. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot and exhibited a non-recoverable loss of system functionality. No patient serious injury or death was reported related to this event.